Event description:
It was reported by the customer that their insulin pump alarmed button error. Customer stated they do not recall any significant events that lead to the alarm or if the device had been dropped, but was outside all day. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 250 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip and cracked battery tube threads noted during visual inspection. All the buttons did function properly. No button error alarms noted. However, moisture damage was noted on the keypad traces.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.